Event description:
It was reported that subsequent to the implant of a protegen sling, the patient experienced complications and was injured and damaged. The device was removed in 2001. The device was not returned for eval.